Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12800. It was reported that the patient received inappropriate shock due to oversensing of noise on the right ventricular lead. Upon interrogation, the right atrial also exhibited high capture thresholds, low pacing impedance, and lead noise that was reproducible with isometrics. Programming changes were done to eliminate anymore inappropriate shocks. Leads were capped and replace on (B)(6) 2019. Patient condition was stable.